Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. Physio recommended to replace the therapy connector. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, their device would not deliver a shock with the hard paddles connected. The customer advised physio that after the patient event the device would intermittently lose paddles ECG trace when the therapy connector is moved. There were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.